Manufacturer narrative:
The analyzer serial number is (B)(6). The qc recovery data provided was acceptable but showed some imprecision. The investigation is ongoing.

Event description:
There was an allegation of questionable bilirubin total gen.3 results for 9 patient samples on a cobas c 503 analytical unit. The customer observed high total bilirubin results which prompted them to repeat patient samples on another c503 analyzer with a different reagent lot. For sample 1, the initial total bilirubin result was 26.7 umol/l. The sample was repeated on another analyzer and the result was 7.9 umol/l. For sample 2, the initial total bilirubin result was 34.7 umol/l. The sample was repeated on another analyzer and the result was 12.3 umol/l. For sample 3, the initial total bilirubin result was 43 umol/l. The sample was repeated on another analyzer and the result was 13.6 umol/l. For sample 4, the initial total bilirubin result was 34.9 umol/l. The sample was repeated on another analyzer and the result was 4.7 umol/l. For sample 5, the initial total bilirubin result was 21.9 umol/l. The sample was repeated on another analyzer and the result was 11.2 umol/l. The customer also performed precision testing on the affected analyzer using patient samples. For sample 6, the initial total bilirubin result was 22.4 umol/l. The sample was repeated on the same analyzer twice and the results were 14.8 umol/l and 15.1 umol/l. For sample 7, the initial total bilirubin result was 25.3 umol/l. The sample was repeated on the same analyzer 5 times and the results were 8.83 umol/l, 57.7 umol/l, 2.91 umol/l, 1.86 umol/l, and 4.19 umol/l. For sample 8, the initial total bilirubin result was 21.4 umol/l. The sample was repeated on the same analyzer 3 times and the results were 4.97 umol/l, 8.53 umol/l, and 4.59 umol/l. For sample 9, the initial total bilirubin result was 27.6 umol/l. The sample was repeated on the same analyzer twice and the results were 17.2 umol/l and 16.4 umol/l.

Manufacturer narrative:
The alarm trace showed multiple sample short, abnormal liquid level, and abnormal sample probe aspiration errors. The field service engineer (fse) found that the water pressure had slightly increased. The customer replaced the reagent pack with a different lot number, and the issue was resolved. The investigation determined the event was consistent with a handling, storage, or shipping issue with the particular reagent pack.